Event description:
The consumer was walking to the car when the walker allegedly folded up in front of her. No injury is alleged.

Manufacturer narrative:
The consumer alleges the rollator folded up while she was walking with the unit and she fell. It is unknown if the consumer had the rollator in the fully open position. Past history with similar products indicates that user instability and sudden / improper device loading is the most likely cause of this incident. Malfunction has not been established. MDR filed based on allegation of malfunction.